Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section e initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half cubie drawer was failed. A field service engineer found sticky rails on the half-height drawer and replaced the entire drawer. All components functioned properly after the drawer swap and diagnostics were run, and the customer verified successful operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half-height drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the half-height drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI) part analysis: the reported issue of the half height drawer failed was confirmed by the field service engineer (fse) and further validated during the inspection process conducted in the dchu investigation laboratory. According to work order (B)(4), the field service engineer (fse) se noticed sticky rails on half height drawer and proceeded to replace entire drawer. External inspection of the smart hh cubie drawer module received at dchu investigation laboratory observed no visual anomalies. Laboratory testing of the smart hh cubie drawer module assembly observed shifted drawer retainer cages, missing and exposed ball bearings, and missing rail slide bumper on right slide rail at drawer position one. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the reported malfunction was determined to be a mechanical failure within the slide rail assembly. Specifically, the retainer cages had migrated from their intended positions, resulting in the unintended exposure of ball bearings within the rail mechanism. Additionally, the right side slide rail at drawer position one was missing the slide bumper and ball bearings. The displacement of the retainer cages, along with the presence of exposed and missing components, disrupted the linear motion of the slide mechanism and significantly compromised the drawers functionality, impairing its ability to open and close as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half-height drawer was failed. As per part investigation, it was determined that mechanical failure within the slide rail assembly. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.